Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was received and evaluated. An external visual inspection was performed and no damage was found. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was found within the investigation window. The allegation was confirmed. The customer's complaint was confirmed because a failure was found. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025 on (B)(6) 2025, the patient experienced symptoms of nausea and dizziness. At the time, the patient¿s cgm displayed a reading of 110 mg/dl. No bg meter comparison was reported initially. The patient contacted emergency medical services (ems). Upon arrival, ems measured the patient¿s bg using a meter, which showed a value of 45 mg/dl. The cgm sensor was then removed. Ems administered treatment consisting of a glucose tablet and a sandwich. Following this intervention, the patient recovered. There was no documentation indicating that the patient was transported to the emergency room. At the time of reporting, the patient was considered stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2025. The data investigation found a difference in values that falls within the c zone of the parkes error grid on (B)(6) 2025. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.